Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device failed to deliver atp and high voltage therapy during a vt episode. The egm data from the event was also missing. Recovering the data from the clinic check-up was recommended for further analysis. No further information is available.